Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently a malfunction alarm occurred. The pump battery ultimately fully depleted and the pump shut off. Reportedly, the customer left the pump plugged in to charge. The pump was able to be successfully charged after being powered back on. Customer confirmed that neither the power source alert nor the malfunction alarm recurred. The customer¿s blood glucose was 360 (mg/dl).